Manufacturer narrative:
Age, ethnicity and weight: information unknown/not provided. If implanted, give date: not applicable, as lens was removed during the same procedure. If explanted, give date: not applicable, as lens was removed during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was torn during handling and was removed with sutures. There was patient contact and it was indicated that there was a five (5) minute delay. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: nov 8, 2021 section d9: returned to manufacturer: yes section h3: device evaluated by manufacturer: yes device evaluation: the complaint pre-loaded device was received in the original folding carton. A sterilization pouch, implant identification (ID) card, patient stickers, patient ID card, and direction for use (dfu) were also received. No complaint lens was received, and therefore no product evaluation could be performed on the lens. The pre-loaded handpeice was inspected under magnification as well. Inspection of the cartridge revealed no issues. The pre-loaded assembly was also inspected and no issues were identified. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing process record was evaluated, and no discrepancies were found during the mrr (manufacturing record review) related to this complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that one additional complaint was received from this production order number; however, no product deficiency was identified with that case. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.